Event description:
A customer reported a positive shift in troponin I results for both quality control and pt samples while doing a lot to lot comparison. Biased results of the magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.